Manufacturer narrative:
(B)(4). No devices were received; therefore the condition of the components is unknown. Review of the device history records cannot be performed as the part and lot number are unknown. This device is used for treatment. Surgical notes were received. Primary op-notes confirm that the patient underwent cemented right total knee arthroplasty due to right knee arthritis. With the trial components, excellent range of motion and stability was achieved. Good patellofemoral tracking was achieved. Final components were placed and excellent fit and range of motion was achieved. Patellofemoral tracking was good. Patient was in stable condition post-op. Patient was revised in 2004, the detail of revision surgery is not known at this time. A complaint history search and compatibility check cannot be performed as the part and lot numbers of all the components are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to pain.